Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12179. The pt reported the stimulation turns off in certain positions and when he pushes on the ipg. The pt reports in the position where the stimulation turns off, the amplitude bars disappear on the programmer. When he moves back the amplitude bars reappear. The sjm tm assessed the system. Contact 16 on the penta lead reads invalid whether pressure is applied to the ipg or not. Contact 16 is the only electrode providing bilateral leg stimulation. The pt's ipg was explanted and a new ipg was implanted. Post-operatively, contact 16 was still invalid. Reportedly, the physician plans surgical intervention at a later date to address the issue.